Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection which was determined as group b strep. Antibiotic treatment was necessary. The right ventricular (rv) lead was explanted and replaced. The right atrial (ra) lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.